Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It is presumed that the event was likely to be caused by the customer's handling or device deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the distal end cover of the subject device dropped out and a sharp edge was exposed. There was no report of patient injury associated with the event.